Event description:
It was reported by the customer that a pyxis medbank es system had communication issue. The customer reported that the user was unable to add items to a patient's medication list. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to permission issue. A technical support specialist advised the customer to get permission to have pharmacy add item. The system functioned as intended.